Event description:
During the initial implant procedure, the physician experienced difficulties connecting the right ventricular (rv) lead to the header of the device. Once connected, a loss of capture was observed on the rv lead. An attempt to remove the rv lead from the header of the device was made, however, the rv lead was unable to be removed. Both the rv lead and device were explanted and replaced in order to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult insertion of the rv lead, then unable to loosen the ventricular setscrew and loss of capture was confirmed. Analysis revealed that at some point in the implant procedure the physician did not fully retract the setscrew out from the connector bore so that the lead could be fully inserted into the connector. With the setscrew partially down in the bore the physician was attempting to force the lead into the connector bore which damaged the lead pin leaving deep grooves in it. The over-torque of the setscrew, combined with it being wedged into the lead pin, made it impossible to untighten the setscrew and remove the lead. The damaged and incorrectly inserted lead resulted in the loss of signal transmission to the patient¿s heart and loss of capture. These are all user related causes resulting in these anomalies.